Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pusher wire had coating issues. The target lesion was located in the moderately calcified gastric fundic vein. A 10mmx40cm 2d interlock-35 coil was selected for use. During the procedure, it was found that the coil could not be pushed after advancing halfway. When the physician withdrew the coil, it was found that the coating of the pusher wire peeled off, and the surface of the pusher wire was rough. The coil and pusher wire were simply pulled out and completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that the pusher wire had coating issues. The target lesion was located in the moderately calcified gastric fundic vein. A 10mmx40cm 2d interlock-35 coil was selected for use. During the procedure, it was found that the coil could not be pushed after advancing halfway. When the physician withdrew the coil, it was found that the coating of the pusher wire peeled off, and the surface of the pusher wire was rough. The coil and pusher wire were simply pulled out and completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for analysis. A delivery wire, main coil, and introducer sheath were returned for this complaint. Visual inspection was performed and revealed that the coil and delivery wire arms were interlocked. The introducer sheath was inspected, and no issues was found. The twist lock had been opened. The main coil was found kinked and stretched. The delivery wire was inspected, and no issues was found. No more damages were found in the returned device. Functional inspection was performed and the delivery wire was advanced through the introducer sheath without problems, no resistance was noticed. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no issues was noted. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no issues was noted. Dimensional inspection of the delivery wire was performed and the measured dimensions were within specification. Dimensional inspection of the main coil was performed and there were missing fiber bundles on the main coil due to coil condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.